Manufacturer narrative:
The logs were downloaded during on-site troubleshooting. Our field service engineer (fse) replaced the o2 sensor since the logs showed that the o2 sensor sub-test had failed. It was further stated that both nozzle units, which regulate the gas flow through the gas modules, were replaced since their seals were not positioned correctly. The ventilator was put back in service after several successful pre-use and safety checks. No parts were returned therefore, our investigation of the reported event consists only of device logs evaluation. The reported drop in o2 concentration was confirmed in the received event logs showing that alarms for low oxygen concentration were generated. Test logs showed that several performed pre-use checks tests after the reported event had failed the flow transducer sub-test since the oxygen gas module delivered less flow than expected. This might have been caused by the incorrect positioning of the nozzle unit, but it cannot be confirmed. The root cause for the reported alarm cannot be determined since no parts were returned for further investigation.

Event description:
It was reported that while the ventilator was connected to a patient the fraction of inspired oxygen (fio2) fell. There was no patient harm reported. (B)(4).